Event description:
Legal representative reported patient ¿was shocked and afflicted with the insecurity caused by the news, regarding the possibility of developing cancer. A new surgery is already generating anxiety, anguish and fear in patient¿. Patient is presenting capsular contracture baker grade iii (unspecified side) and cysts. The device remains implanted. This is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported that the patient ¿was shocked and afflicted with the insecurity caused by the news, regarding the possibility of developing cancer. A new surgery is already generating anxiety, anguish and fear in patient¿. Patient is presenting capsular contracture baker grade iii (unspecified side). The device remains implanted. This is for the right side.